Manufacturer narrative:
External insulation abrasion was noted at 12.2-12.7cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise and low lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient presented to clinic with lead noise. Noise was reproducible in clinic. Patient experienced syncope due to intermittent loss of pacing caused by oversensing noise. Low lead impedance was also noted. Lead was explanted and replaced. Lead to can abrasion was noted on the lead. Patient was doing well and will continue to be monitored.